Manufacturer narrative:
With no additional, related information provided, the customer reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that during a vitrectomy procedure the perfusion pressure and intraocular pressure was low. Surgical operation time was increased. Additional information has been requested.